Event description:
Information received by medtronic indicated that insulin pump had multiple pump errors. The customer was able to successfully clear the alarm and customer did not received a request to rewind pump. The customer stated that error table indicate that insulin pump should be replaced. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned insulin pump for an alleged pump error 4 and pump error 63 found on (B)(6) 2022. Insulin pump received with damaged reservoir area and retainer ring. Unable to perform the displacement test as the damage to the retainer ring prevented the p-cap from locking into place. Insulin pump failed audio test during the self test and therefore the insulin pump failed the self test. Toggled on/off and increased/decreased volume with no audio being output. Insulin pump successfully downloaded to thump. Successfully uploaded to carelink and generated reports. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63 (variable 15) alarm noted in pump history download on event date (B)(6) 2022 at 20:42:06.000. Pump error 4 (line number 2690, file number 32122) alarm noted in pump history download on event date (B)(6) 2022 at 20:42:06.000. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assemblies. Keypad was removed and chip was analyzed and found broken trace on pin 1. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, partially detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, missing display window/cover, partially broken retainer. In summary, customer's alleged pump error 4 (line number 2690, file number 32122) alarm confirmed in pump history download on event date (B)(6) 2022 at 20:42:06.000 and pump error 63 (variable 15) alarm confirmed in pump history download on event date (B)(6) 2022 at 20:42:06.000. Problem isolated to the electronic stack. Self test failed due to audio anomaly. Audio anomaly due to broken trace on pin 1 of on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.